Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system had become unresponsive during a case. The system was restarted which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.